Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13510. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009215, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009215. The count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009215 was manufactured according to the work instruction (wi) version 117 and manufactured in the line l174 on 30-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009215, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 08-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009215. The count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009215 was manufactured according to the work instruction (wi) version 117 and manufactured in the line l174 on 30-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event in which infusion set came off while swimming on (B)(6) 2025. The patient experienced symptoms of diabetic ketoacidosis like fruity breath and foggy brain which he was able to treat it by changing pump supplies, sites and administered another bolus of insulin. No further information available.